Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the "pacemaker used to function but is no longer turning on / connecting / functioning properly." The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.